Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric bypass surgery, after the second shot, the stapler made a noise like a "snap" and locked. The device did not fire. Then another stapler from different batch but the same problem occurred. Replaced by another device to complete the surgery. There was no patient injury.